Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation a ventilator inoperative alarm was observed in the device's downloaded event log. There was no documentation of any components replaced or resolution for this issue. Additionally, not related to the reportable issue, a service required alarm indicating the detachable battery failed was noted. The detachable battery was replaced to address the issue. Final testing was not documented. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The manufacturer previously reported a trilogy evo was returned to a third-party service center for evaluation. During the evaluation a ventilator inoperative alarm was observed in the device's downloaded event log. There was no documentation of any components replaced or resolution for this issue at the time of the report and final testing was not documented. A service required alarm not related to the reportable issue was documented indicating the detachable battery failed. The detachable battery was replaced to address the issue. Additional information received from the third-party service center confirmed the system board was previously replaced to address the ventilator inoperative alarm condition. Final testing was documented in the notification, and the device passed all final testing. The detachable battery failure issue is not an actionable error and would not affect the device's ability to deliver therapy as designed. The ventilator would continue to operate to design specifications and would operate on its internal battery in the event of a loss of ac power or if the device is disconnected from an ac power source. A corrected report is being submitted to document these findings and the coding has been adjusted to reflect the new information.